Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and defib testing with a test battery without duplicating the reported malfunction. The device was recertified and returned to the customer. Review of the clinical and error logs did not find evidence to support the reported event. Review of the data file shows that, "device was powered on by battery only. After a few minutes later, the device displays a low battery warning and a shutdown warning at the same timestamp and the device did not reboot by itself. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.